Event description:
It was reported that, prior to implant, the patient passed screening. After the system was placed, the sensing was failing in all three vectors. The doctor elected to reposition the system. The sensing is now good, and the defibrillation test was successful. There were no adverse patient effects. The system remains implanted.